Event description:
It was reported that during a procedure the device overheated. As per the info received with this per, the handpiece had been previously over torqued by the account. A backup device was provided to the customer. However, the customer chose to use the over torqued device. There were no adverse consequences alleged with this event. There was no delay in the procedure.

Manufacturer narrative:
Internal components were evaluated which revealed that the device was out of alignment due to over-torquing of the device.